Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2010 and performed to specification, alongside random manual power ons, up to the 7th june 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of less than one minute duration were observed in the device memory between (B)(4) 2015. An increase in voltage suggests a further pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. There were no ten minute time outs recorded however the power ups may suggest the device was switching itself on automatically and the user was intervening by turning the device off via the on/off button.the fault could not be replicated with a new membrane fitted. The fault was witnessed during the investigation. Voltage fluctuation was observed over the pogo-pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.